Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. Customer reported low blood glucose level 20 mg/dl. Insulin pump had received critical pump error with open book image on the screen due to which it failed to deliver insulin and was exposed to moisture. Customer was treated in emergency room at hospital. It was unknown if auto mode feature was not active or not at the time of incident. The insulin pump will be returned for analysis.